Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a pump error 35. Customer's blood glucose was 8.3 mmol/l. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with pump error 35 noted in the insulin pump history and critical pump error due moisture damage on the force sensor also, moisture damage was found on the electronic and motor assembly. No moisture damage found on the battery tube, vibrator and keypad assembly noted. The insulin pump had scratched case, pillowing keypad overlay, cracked case behind the pump near the battery compartment and minor scratched lcd window.